Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. It was reported that the patient is not getting the same results they got with the initial implant. It was stated that the stimulation was not as effective after a fall. The rep noted that the patient requires high doses of stimulation, thus the battery must be charged daily for hours. The patient indicated that they fell a month ago in their kitchen. They added that the fall was not a harsh fall, but rather more of a ¿sliding to the floor.¿ the patient stated that their pain relief began to decrease after the fall. The rep noted that a new high-density program, on one electrode higher, was given to the patient on the day of the report. The rep stated that when mapping the lead, it still mapped over the patient¿s pain area, as if the lead had not moved. No further interventions have been taken at this time. The rep will follow-up with the patient to determine how the new program is working for them, and what their recharging times and frequencies are. No further complications were reported or anticipated. Additional information received from the manufacturing representative indicated that the high-density programming has not made a difference. No further complications were reported or anticipated. The manufacturing representative did not know the patient¿s weight. No further complications were reported or anticipated.